Event description:
This device was implanted on (B)(6) 2011 and was expianted on (B)(6) 2011 due to an infected pocket. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).